Event description:
It was reported that the device was used during a laparoscopic sigma procedure, there was no function with the device. No patient consequence. It was not reported how the case was completed.